Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 310 mg/dl. The customer¿s current blood glucose was 195 mg/dl and the sensor reading was 170 mg/dl. Customer did a manual to treat the high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Run load reservoir/fill tubing with current and insulin exited at the qr. The insulin pump will not be returned for analysis.